Event description:
The customer reported that a male patient undergoing coronary angiography suffered an alleged air injection while connected to a medrad® avanta fluid management system. The customer described the following in a completed questionnaire: "air injection occurred during the first injection into the left coronary artery (lca) for cag. The patient's condition showed sudden changes with ventricular fibrillation. The patient was treated with extracorporeal membrane oxygenation (ECMO). After the condition showed a recovery, air injection occurred again at the infusion into the right coronary artery (rca)." In addition, the customer provided the following: "when they checked the avanta when this event occurred, it was found that the connection between the ava500mpat and ava500spat l (contrast agent side) was loose and the contrast agent was leaking." Multiple attempts to obtain more information have been made; however, no information has been received to date. The site has provided that they believe user error was the cause of the reported event. The status of the patient is unknown at this time.

Manufacturer narrative:
The customer declined an offer for a service system checkout of the medrad® avanta fluid management system (sn (B)(4). The customer continues to use the system daily following this report with no further incidents. The subject disposables (lot numbers unknown) at the time of the incident were returned to bayer for investigation. Functional testing of the involved single-patient disposable set (spat) and multi-patient disposable set (mpat) concluded that the disposables performed to specification with no problems observed. The medrad® avanta fluid management system operation manual instructs the user to connect the spat saline tube to mpat saline tube, ensuring that the connection is secure. The medrad® avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, before connecting to the patient. The medrad® avanta fluid management system operation manual provides the following warning, "ensure all connections are secure. This will help minimize leaks, disconnections, air introduction, and component damage." Additional clinical applications training was completed on (B)(6) 2022. In the event that additional information is received, a follow up will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.